Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The ventilator was investigated by our field service engineer on-site and the inspiratory pipe membrane was found with debris fragments affixed. The inspiratory pipe was replaced which solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.